Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient contact that the inside of the cycler door was found wet after treatment. No fluid leaking was noticed during treatment. The patient¿s peritoneal dialysis registered nurse later confirmed that the leak did not result in any adverse events. There were no prophylactics prescribed as a result of the event. The patient performed continuous ambulatory peritoneal dialysis to complete treatment the following day after the event. The cassette that was utilized during the event is not available for return.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
It was reported by the patient contact that the inside of the cycler door was found wet after treatment. No fluid leaking was noticed during treatment. The patient¿s peritoneal dialysis registered nurse later confirmed that the leak did not result in any adverse events. There were no prophylactics prescribed as a result of the event. The patient performed continuous ambulatory peritoneal dialysis to complete treatment the following day after the event. The cassette that was utilized during the event is not available for return.